Event description:
It was reported that the user¿s dexcom g7 glucose readings were visible in the dexcom app but were not appearing on the ilet, consistent with a communication or pairing failure between the cgm and the pump; the user confirmed the correct 10-day g7 pairing code and had previously toggled g6/g7, and readings appeared on the ilet after a pump restart, indicating recovery after reboot. Symptoms included dry mouth concurrent with a reported glucose value of 205 mg/dl. Outcomes included no alerts or alarms on the ilet and no need for medical intervention or hospitalization. Investigation included remote troubleshooting, verification of pairing code, mode confirmation for the g7 integration, and device restart. Investigation of this case revealed a transient data transmission or integration issue between the cgm and the ilet that resolved after restart, with no hardware component damage identified and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software communication disruption remediated by power cycling, with no device failure confirmed.